Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for high blood glucose. Blood glucose at the time of incident was 450 mg/dl and other it times in 300¿s mg/dl. Customer reported insulin flow blocked alarm. Customer reported that they had high blood glucose because sets pull out of his body. Customer reports alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.